Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event of peritonitis and began treatment with unspecified antibiotics (dose, frequency and route not reported). Treatment was ongoing for five days however the patient¿s condition was getting worst. On an unreported date, the patient passed away in the hospital. The cause of death was not reported. The patient had not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Twenty five days before the receipt of this report, dianeal therapies were discontinued. Additional information is not available.